Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that when installing the intra-aortic balloon (iab) into the patient using the 8fr sheath contained in the kit, the doctor was unable to get the iab past the renal artery. As a result, the iab and the sheath were removed over the guidewire. The md inserted another iab through a 10 fr sheath with success. Additional information received from arrow (B) (4) on 02/22/2010 stated that "during insertion of the iab through the 8fr sheath contained in the kit, the surgeon could not insert the iab after the renal arteries". As a result, the entire iab with the sheath were removed over the guidewire. A new iab (datascope 10fr) was inserted without difficulty. The clinical consequences were noted as: important bleeding and additional time for procedure.